Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) setscrew became over torqued. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.